Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received shocks from their device. It was found that the shocks were possibly for afib (atrial fibrillation) with rvr (rapid ventricular response) versus vt (ventricular tachycardia). Additionally, it was reported that there was frequent atrial undersensing. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.